Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On 01-august-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the calibration shifted due to a bad filter. The fse replaced and calibrated the filter. The fse ran hba1c quality controls (qc). All results were within acceptable range. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 3 assay operations is as follows: four calibration errors. Calibration errors could be caused by the following: the calibrator has been left for more than 1 week after dilution or has been left at room temperature for a long period of time. The filter or column is clogged and the pressure is high. There is a leak. Samples other than the calibrator were assayed. Perform calibration again after replacing the filter and column, preparing a new calibrator and tightening the tubing line fittings. The most probable cause for the fluid leak from the filter assembly was a defective filter.

Event description:
On (B)(6) 2017, a customer reported a fluid leak from the filter assembly on the g8 instrument. The customer replaced the filter and cleaned the leak but the instrument generated a small hv1 peak. The buffers were full. The customer was advised by technical support to replace the column and to run a whole blood sample. The customer calibrated the new column but the hv1 peaks persisted. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.